Manufacturer narrative:
The device was returned; however, it has not yet been evaluated. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source was switching to the spare lamp without prompting. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
D8 corrected to 'yes' as another manufacturer's lamp was discovered in the subject device. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned and evaluated. During the evaluation, the user report could not be confirmed. The unit was tested and inspected, and all systems were functioning properly. However, scratches were noted on the top cover and dents on the front panel mouth. The unit also had a bad scope socket, with unprotected pins. A non-olympus lamp was being utilized in the device, providing a +300 hrs reading, with the light intensity output measuring out of range. The lamp also had burn marks and the bolts were stuck inside the other manufacturer¿s lamp. This lamp will require replacing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿always use the examination lamp designated below¿ xenon lamp maj-1817¿ based on the results of the investigation, it is believed that the reported event was caused by the use of non-olympus lamp with the subject device. Olympus will continue to monitor the field performance of this device.